Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis reported that the programmer gave four beeps and would not boot and therefore the mother board was replaced. Analysis also found that the electrocardiogram connector pin was broken off and therefore the link electronic module was replaced and calibrated, that the left keyboard hinge was broken, the tab on the power cord bay was broken and the bottom case was "very worn" and all were replaced. Also reimaged and reloaded software. (B)(4).

Event description:
It was reported that the programmer which was originally returned with no information subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.